Event description:
During lap/chole, when using electrosurgical unit, smoke was noticed outside of abdomen. A break in the insulation of esu cord was buring the pt where it rested on her abdomen. Surgeon scrapped off burn and applied neosporin ointment. Surgeon felt the burn was very minimal and was not concerned.